Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and it was observed that the device would not rotate. Evidence indicates this is due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a motor device in which it was reported that the device was "not running smoothly". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there was a delay in surgery or if a spare device was available. No injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.